Event description:
It was reported that sometimes the laser cannot stop firing due to rusted footswitch pedal; therefore, hands are being used to recover footswitch functionality. The footswitch pedal was lubricated and cleaned but the problem is still occurring. The patient had a stable outcome following the procedure.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported rusted footswitch pedal cannot be established as the product is not available for analysis. Device technical analysis: the console is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported product performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that sometimes the laser cannot stop firing due to rusted footswitch pedal; therefore, hands are being used to recover footswitch functionality. The footswitch pedal was lubricated and cleaned but the problem is still occurring. The patient had a stable outcome following the procedure.